Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as poor physique and improper operation. The patient was treated with an unspecified medication (intraperitoneal) for the event. Pd therapy was stopped at present. The patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in 2022. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.